Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Review of stored electrograms confirmed the presence of oversensing. Programming changes were recommended. There have been no additional problems with the patient.